Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1b1lv, implanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, lot#: va1ae2f, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and the leads were removed due to an infection at the leads.